Event description:
Boston scientific received information that this right ventricular lead showed a loss of capture. The lead was dislodged. The lead was attempted to be repositioned but was not successfully repositioned due to the patient anatomy. The lead was surgically abandoned. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.